Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there is a blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model me2010 lot number 23049147 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Manufacturer narrative:
E4. The initial reporter also notified the FDA may, 2024. Medwatch report # (B)(4). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set had flow issues the following information was received by the initial reporter with the following verbatim: IV octreotide was being set up to infuse via mini infuser. Syringe connected to IV tubing, and was infusing by itself via gravity without mini infuser plunger moving. Mini infuser tubing should not be able to infuse by gravity. As a result, the patient received the drug as a bolus instead of the ordered rate over 30 minutes. Model# me2010. Lot# 23049147.